Event description:
Procedure: lower anterior resection. Reportedly, the stapler was fired but the staples surgeon checked the area with his finger per anum and the tissue opened easily. The surgeon the converted to a miles procedure.